Event description:
It was reported that a user of the ilet experienced hyperglycemia with a fingerstick blood glucose of approximately 300 mg/dl after likely under-announcing a large meal; the user denied infusion set issues and was advised that a correction dose should return glucose to target. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization, no emergency treatment, and self-monitoring at home. Investigation included user interview and troubleshooting education focused on meal announcements and correction dosing. Investigation of this case revealed user-related use error associated with incorrect meal size entry, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.